Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life w/ damage) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09-feb-2018 with the following findings: a review of the black box showed no evidence of a short battery life. Several call service 177 alarms occurred due to normal battery wear and were recorded in the pump history. The battery compartment was cracked at the threads on the side. The returned battery cap was undamaged and able to fit. The rewind, load, and prime steps were performed successfully. All currents were within specifications the pump cover was removed to find no moisture corrosion or intermittent conditions to the power printed circuit board. The short battery life issue was unable to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.